Event description:
The event was reported as: the aortic punch jammed and did not release while being used on a CABG procedure. This happened 5 separate times. This is the fifth of five reports. No pt injury reported. No further info available.

Manufacturer narrative:
Sample requested for eval, but has not been received yet. Investigation report is not available at time of this report. A follow-up report will be sent when available.